Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call hospitalization event. The customers blood glucose at the time of call 338 mg/dl. Troubleshooting was performed and found customer was in the hospitalized due to food poisoning and blood glucose level in the 500s mg/dl and treated with fluids. Customer is not able to finish trouble shooting high-pressure test. Customer does not have a back up plan for the high blood glucose. Customer requests the device be replace. Customer will monitor his pump for now but he stated he lost his transmitter. The device will not be returned for analysis.